Event description:
Review of unpublished literature representing results of a surgeon's observations and experience identified the possibility of adverse events having occurred. Follow up of observations from literature identified that a pt suffered a fall which dislocated and displaced the acetabular cup. Revision surgery was performed in 2004, to reposition the cup. The cup was not removed. The small ball head was replaced with a medium ball head for greater stability.